Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of an sv 2 infusor ruptured and the inside solution leaked out. This occurred during filling with an unknown drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed a ruptured bladder in a non-footing position. Microscopic inspection was performed, and markings on the exterior surface of the bladder were observed near the rupture line. The reported condition was confirmed. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.